Event description:
It was reported that a homechoice device experienced a system error 2240 alarm (air in set). It is unknown if the patient was connected at the time of the alarm. The technical service representative explained the alarm to the caller. There was no patient injury or medical intervention associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.